Event description:
The facility representative reported a fail code 570. Information was not provided regarding whether or not the failure occurred during an patient infusion. The hosp rep stated that there were no reports of any pt injury or medical intervention. No add'l info is available.